Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- fluidic fitting.

Event description:
The customer received questionable results on vitamin b12 (b12) for one patient. All results are in pg/ml. The sample was run on (B)(6) 2013 "around 1030". The initial result was <30, which was reported outside of the laboratory. Later that evening, the result was questioned by the patient, so the sample was repeated on the same analyzer. The repeat result was 751, and was deemed to be the correct result by the customer. A corrected report was issued. There was no adverse event. The sample was also repeated on another cobas 6000, e601 module and generated a value of "around 700". The lot of b12 reagent in use was 17094306, with an expiration date of 12/31/2013. The field service representative found the fluidic fitting to the sample probe was loose, and the sample probe was losing prime. He tightened the fluidic fitting to the sample probe and performed a system air purge and prime. He also performed service checks and precision checks, which all passed.